Event description:
Suspect dislodgement of a watchman device. On (B)(6)2024, this 68-year-old female with symptomatic paroxysmal atrial fibrillation on amiodarone therapy and recurrent gi bleeding underwent a pulsed field ablation pulmonary vein isolation procedure with concomitant left atrial appendage occlusion device with watchman. The procedure went well without any complication or hemodynamic compromise. Post-procedure intracardiac echo showed no pericardial effusion. Events preceding the patient's demise occurred as follows: the patient coughed, complained of chest pain, oxygen saturations decreased, the patient went unresponsive and ultimately died despite resuscitative efforts. Differential diagnosis for the patient's sudden death include, but are not limited to, acute mi, acute pulmonary embolism, acute bleeding with heparin (with a history of gi bleeding), delayed anaphylactic reaction from protamine, acute device dislodgment. An autopsy is pending.